Event description:
It was reported that the patient received inappropriate therapies due to noise. Noise was reproducible. As such, the lead was explanted. An insulation anomaly was observed when the lead was extracted. The patient was reported to be in good condition after event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported event was confirmed. The noise was caused by a damaged sensing cable. The insulations were damaged/abraded due to friction to the ICD can. The lead exhibited normal electrical characteristics.